Event description:
Report received of an underdelivery. During testing by the user facility, the device underdelivered by an unspecified amount. There were no reports of any adverse pt events while the device was in clinical use.